Event description:
It was reported that the user experienced low blood glucose after an overnight period of hyperglycemia attributed to an incorrect meal announcement, followed by announcing a usual breakfast instead of treating the low, while using the ilet with oral glucose recommended for treatment. Symptoms included hypoglycemia and hyperglycemia ranging from 44 mg/dl to 274 mg/dl. Outcomes included user distress and discontinuation of the call before symptom details were collected, with no hospitalization reported. Investigation included review of available reports and provision of troubleshooting and education. Investigation of this case revealed that the event was consistent with user-related meal announcement error leading to inappropriate insulin dosing, without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error regarding meal size announcement and inappropriate management of hypoglycemia.